Manufacturer narrative:
Manufacturer ref #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). One photo accompanied the complaint file in which only the proximal portion of the microcatheter was shown. No abnormalities nor damages can be observed, as the complete device was not shown in the photo. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The issue reported regarding the microcatheter being occluded cannot be evaluated through a photo, a functional analysis must be performed to determine a root cause. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an angioplasty procedure, an enterprise vascular reconstruction device (enc452200, 9353564) was impeded in the middle section of a prowler select plus microcatheter ( 606s255x, lot unknown) and could not advance any more. The doctor removed the microcatheter (mc) and stent from the patient for inspection, no issues were found. The doctor delivered the stent and microcatheter again, but the stent was still impeded in the middle section of the microcatheter, and the stent was detached from the delivery wire in the microcatheter. The doctor removed the microcatheter and stent from the patient and switched new devices to complete the surgery. The surgery was prolonged about 20 minutes. No patient injury was reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Updated sections on this medwatch: b4, d2a, d2b, g3, g. PMA/ 510(k), g6, h2, h3, h6 and h11. Complaint conclusion: it was reported that during an angioplasty procedure, an enterprise vascular reconstruction device (enc452200, 9353564) was impeded in the middle section of a prowler select plus microcatheter (606s255x, lot unknown) and could not advance any more. The doctor removed the microcatheter (mc) and stent from the patient for inspection, no issues were found. The doctor delivered the stent and microcatheter again, but the stent was still impeded in the middle section of the microcatheter, and the stent was detached from the delivery wire in the microcatheter. The doctor removed the microcatheter and stent from the patient and switched new devices to complete the surgery. The surgery was prolonged about 20 minutes. No patient injury was reported. One photo accompanied the complaint file in which only the proximal portion of the microcatheter was shown. No abnormalities nor damages can be observed, as the complete device was not shown in the photo. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The presence of hydrophilic coating was confirmed. The catheter was flushed with a lab sample syringe, then, a lab sample 0.020-inch guidewire was inserted through the hub and attempted to be advanced to the distal end; however, high resistance was met at the distal end of the microcatheter, and the lumen was confirmed to be occluded with a stent component. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The obstructed condition reported is confirmed based on the detached stent blocking the distal end of the microcatheter. This finding suggest that the saline flushing could had been insufficient, increasing the friction between microcatheter and enterprise system, subsequently resulting in the detachment of the concomitant stent; however, with the information available, this remains speculative. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a anufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.